Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00034. It was reported that the right ventricular and right atrial lead were oversensing resulting in false mode switches, inhibition of pacing. Both leads were explanted and replaced. The patient was stable.

Event description:
New information notes noise was also observed prior to the procedure.

Manufacturer narrative:
The reported event of noise could not be confirmed. A partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures while the lead was shorting due to procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.